Manufacturer narrative:
H3: product analysis #(B)(4), product #6550044 lot #k25g1149 visual and optical examination identified that there is some foreign material on the instruments. The instrument does not appear to be damaged. Unable to determine root cause of the foregoing event from the available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that doctor loaded the appropriate cement bone fillers and attached them to the cement inner tubes and began to inject cement. Soon after noticed a small amount of cement leaking out of the outer sleeve around the shank head. There were no patient symptoms reported. There were no further complications reported regarding the event.